Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 568mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The mother stated that she knows for sure there were more boluses than two for the day. Advised the caller that a replacement of the insulin pump will be sent. No further info was provided.